Manufacturer narrative:
Patient information is unknown. This report is for an unknown distal locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nailing advance (tfna) procedure on (B)(6) 2018, the aiming arm and cannulated connecting screw misaligned, causing the distal screw to miss the tfna nail. The screw went through the protection sleeve. The surgeon removed the nail, tried a different nail and missed the nail again. The surgeon continued to implant the nail without the distal locking screw. It is unknown if there was a surgical delay. Patient outcome is unknown. Concomitant devices reported: complete radiolucent insertion handle (part: 03.037.012, lot: 8943792, quantity: 1); 10mm/130 degree titanium cannulated tfna 170mm-sterile (part: 04.037.042s, lot: h517483, quantity: 1), screwdriver (part: unknown, lot: unknown, quantity: 1). This report is for an unknown distal locking screw. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: complete radiolucent insertion handle (part: 03.037.012, lot: 8943792, quantity: 1); 10mm/130 degree titanium cannulated tfna 170mm-sterile (part: 04.037.042s, lot: h517483, quantity: 1), screwdriver (part: unknown, lot: unknown, quantity: 1); aiming arm locking device (part # 03.037.015, lot # l229022, quantity 1).